Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) reported the endoscope's flipped-up-and-down function stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument has been tagged in case of future issues. The clinical sales representative (csr) will monitor cases to determine if the issue is with the endoscope. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer-reported issue.